Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a peripheral arterial occlusive disease interventional procedure using a 7f sheath. Reportedly, when tension was applied to the suture, the suture broke. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for evaluation. The reported suture separation was observed as a link separation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it break. Based on the information reviewed, here is no indication of a product quality issue with respect to design, manufacture or labeling of the device.